Event description:
Physician reported to visualization technology in 2000 that a 4 year-old boy had sinus surgery using the instratrak 2000 system with a pediatric headset in 2000. Thirty-six hours post-operation, the parents "observed" right facial paralysis. The physician reported the paralysis to be a level 3 and treated the pt with sterods. The pt has a pre-existing condition (cystic fibrosis).